Manufacturer narrative:
(B)(4) d10: ossis: item number: 1001-01 aceos non-ster lot number: 70455 zimmer biomet: unknown 44mm od avantage dual mobility liner. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was implanted with an ossis construct associated with zimmer biomet devices in the left hip. Approximately 2 months later, patient underwent a revision of a dual mobility bearing and the head due to recurrent dislocations. Subsequently, the patient has now been revised approximately 11 months later with an amputation and a tibia turn up due to continued dislocations and an alleged infection. Attempts have been made and no further information has been provided.